Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that a cartridge split. The timing of the event and patient impact are unknown. Additional information has been requested.